Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The following was reported via medwatch report# mw5165904: "a 2mm pituitary rongeur broke while in use, working end tip broke off into disc space. Using x-ray to identify the location, removal was attempted. Piece was unable to be removed." It was subsequently reported that there was a delay in surgery greater than 15 minutes. The surgery was "completed with the addition of attempted removal utilizing x-ray which was unsuccessful". It was reported that the patient's condition was stable following the event.

Manufacturer narrative:
The cushing ronguer 7 2x10mm str (280405) was not returned for evaluation. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The issue of breaking may be the result of wear or rough handling. However, a definitive root cause cannot be determined at this time. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.